Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient experienced a syncopal episode, a heart rate in the 20 beats per minute (bpm) range, and loss of capture. A magnet was placed over the device and the rate increased to 99 pulses per minute with capture. No additional information was able to be obtained. No additional adverse patient effects were reported. The available evidence suggests the device remains in service.